Event description:
The customer reported the system displayed a pre-charge error code. This will result in a no boot situation for the customer. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were identified to be the root cause. The customer chose not to repair the system. No add'l info has been disclosed.